Event description:
Physician reported rapidport tack assembly based plate disengaged from port and caused device flip. Tack was explanted.

Manufacturer narrative:
Analysis noted two anchors and the safety cover were missing from the rapidport tack.

Event description:
Physician reported rapidport tack assembly based plate disengaged from port and caused device flip. Tack was explanted.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the event date, diagnostic testing, pt data or further event details.